Manufacturer narrative:
The insulin pump received with constant failed battery test alarms after battery changes and no backlight function during testing due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to constant failed battery test alarms. Unable to verify power loss alarms, low battery alerts, power error detected alarms and glucose meter anomalies due to constant failed battery alarms. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slight corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and power loss. Troubleshooting was declined for both issues. The insulin pump was returned for analysis.